Event description:
On 03/02/2026, fujifilm healthcare americas corporation became aware of an event involving eb-580s. The customer reported a patient infection event. The patient infection was due to yeast - candida albicans. The customer is unable to confirm if the patient required additional medical attention to treat the identified infection. Due to the patient infection, fujifilm healthcare americas corportation is reporting this event in an abdunance of caution. Ref: fujifilm healthcare americas corporation complaint # (B)(4).

Event description:
Correction to serial number in section d4. This is a s1 to 1000513161-2026-00004. Ref: fujifilm healthcare americas corportation complaint # (B)(4). Initial importer MDR 1000513161-2026-00004 was submitted on 03/25/2026. Initial importer MDR 1000513161-2026-00004 is attached in this supplemental report (s1).